Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1901 captures the reportable event of bacterial infection. Imdrf impact code f2303 captures the reportable event of IV zosyn and ciprofloxacin were then administered. Imdrf impact code f2202 captures the reportable event of interventional radiology (ir) was performed by placing a drain for hepatic fluid collection. Imdrf impact code f2301 captures the reportable event of an endohpb rf catheter was used to ablate within the epic stent.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2024-01883 and MFR. Report # 3005099803-2024-01884). It was reported to boston scientific corporation that an endohpb rf catheter was used, and an epic biliary stent was implanted to treat a malignant biliary obstruction during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the in the proximal common bile duct, performed on (B)(6) 2023. On (B)(6) 2023, it was noted that the epic biliary stent (subject of this report) was occluded. An endohpb rf catheter (subject of manufacturer report # 3005099803-2024-01883) was then used to ablate within the epic biliary stent. On (B)(6) 2023, the patient was being unwell and presented with cholangitis. IV zosyn and ciprofloxacin were then administered. Interventional radiology (ir) was performed by placing a drain for hepatic fluid collection. Sepsis workup showed klebsiella pneumonia bacteremia, pain management was done, and chemotherapy was continued. The patient is reported to be stable in context of malignant neoplasm of transverse colon.